Manufacturer narrative:
The acrysert device was not returned for analysis. A lens was returned and evaluated. One haptic was bent-gusset and distal area, and the other haptic was bent-gusset area. Haptics were not adhered to the optic. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and received.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a haptic was adhered to the optic. The incision was widened from 3.0 mm to 6.0 mm to accommodate removal of the lens. The pt developed blood in the anterior chamber (hyphema) with this event. The surgeon considers this nonserious and the hyphema abated by 2007, four days post-operatively without further intervention. No further information is anticipated.